Event description:
Oa paradym rf dr was "interrogated" with sv 3.16 in the pilot center (B)(6). After the manual rv threshold test, it was no longer possible to select the ra threshold test or any other function. The application froze and I had to remove the tablet battery. I ran the integration again with another tablet running 3.14 and all tests worked fine.

Event description:
Oa paradym rf dr was interogated with sv 3.16 in the pilot center akh wien. After the manual rv threshold test, it was no longer possible to select the ra threshold test or any other function. The application froze and I had to remove the tablet battery. I ran the integration again with another tablet running 3.14 and all tests worked fine.

Manufacturer narrative:
The investigation led to the following observations: - the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version. - the complaint is recorded for trending purposes.

Event description:
A paradym rf dr was interogated with sv 3.16 in the pilot center akh wien. After the manual rv threshold test, it was no longer possible to select the ra threshold test or any other function. The application froze and I had to remove the tablet battery. I ran the integration again with another tablet running 3.14 and all tests worked fine.